Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to hospital by ambulance due to hypoglycemia. The patient's blood glucose levels reached dropped to 21 mg/dl; she reported stated there was an issue with her personal diabetes manager holding a charge, and that this prevented her from stopping insulin delivery. The patient was treated in the ambulance with glucose intravenously; at the hospital, pod was removed and patient was given food. She was released after 4 hours and given a prescription for insulin syringes.